Manufacturer narrative:
The device was returned to olympus and the evaluation found no image and fail water leak test from cable. A probable root cause cannot be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: no image due to bad charged coupled device (ccd). A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited no image and fail water leak test from cable. There was no patient involvement.